Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 1 was failed to open. A field service engineer asked the customer to inventory medication in door 1, and it opened normally. The station was then powered off, the tower doors were opened, and the latch column was removed for inspection. After reviewing the latches, fse chose to replace all four. The latch column was reinstalled, the pyxis was powered back on, and the customer logged in to inventory medications in all four tower doors. The customer successfully completed the inventory in all four doors without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.